Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The device is not returning. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information. Article attached: management of iatrogenic atrial septal defects in the era of large bore transcatheter mitral valve therapies.

Event description:
This is being filed to report that post procedure a left to right shunt was observed. It was reported through a research article identifying the mitraclip device used in a patient which experienced atrial perforation, left to right shunt 3 months post procedure. An occluder was used for treatment. Details are listed in the attached article, management of iatrogenic atrial septal defects in the era of large bore transcatheter mitral valve therapies. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported atrial perforation could not be determined. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2. Correction, required intervention and hospitalization - initial prolonged - removed.

Event description:
Subsequent to the initial report filing it was noted in the article that there was no treatment performed to treat the atrial perforation or prolonged hospitalization. No additional information was provided.